Event description:
The account alleged that the patient position module alarm is faint and cannot be heard outside of the patients' room. No injury reported.

Manufacturer narrative:
The account replaced the scale board and installed an external buzzer to resolve the issue.